Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This report is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation alleges that patient had a lump in her left groin area which caused pain and swelling, and she was eventually diagnosed with metallosis. A CT scan showed a well-circumcised left iliacus mass. Doi: (B)(6) 2007 - dor: (B)(6) 2011 (left hip). (B)(6). Update (7/30/2012) - patient fact sheet was received. The part/lot numbers and doi have been updated and the right side has been added. There is no new information that would change the outcome of the investigation. Doi: (B)(6) 2005- dor: none reported. Update 3/27/2013- pfs received from legal. The dor was provided for the right side. There is no new additional information that would affect the outcome of the investigation. Dor: (B)(6) 2013 (right side). Update rec'd 12/12/2013 - medical records received. There is no new additional information that would affect the existing MDR decision. Update rec'd 12/20/2013- medical records received. There is no new additional information that would affect the existing MDR decision. Records are attached for further review. Update rec'd 1/2/2014- medical records received. There is no new additional information that would affect the existing MDR decision. Records are attached for further review. Update rec'd 1/15/2013- medical records received. There is no new additional information that would affect the existing MDR decision. Records are attached for further review. Update 1/13/14 - the records received were billing and sleep testing. There is no need to reopen a complaint for unrelated complaint records, records available on the l drive for further review, if needed. Update 1/22/2014 - x-ray cd received and given to (B)(4). Update rec'd 1/17/2014- medical records received. Operative note for right doi was included and there is no new additional information that would affect the existing MDR decision. Additional medical records that aren't related to the complaint are located on the l drive. Update rec'd 3/25/14 and 3/26/2014-medical records received. A correct doi was given for the left hip. After review of the left revision operation metallosis and pseudotumor were confirmed. There is no new additional information that would affect the existing MDR decision. Update 5/8/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note for the right hip indicated pain and synovitis. Lab results from (B)(6) 2012 indicated metal ion levels above 7ppb. The stem is being added for both hips.